Event description:
The patient contacted animas on (B)(6) 2012 stating that the keypad was worn and the keypad buttons required multiple presses to elicit a response. There is no further information regarding the complaint available at this time. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issues.

Manufacturer narrative:
Follow-up # 1 date of submission 12/08/2014-correction/additional information/device evaluation: the complaint was reviewed and it was determined that the serial number associated with the initial report was incorrect; the serial number was updated to (B)(4). At the time of this update, the correct pump associated with this complaint was no longer available for investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.